Event description:
The complaint was reported as: the customer alleges that the tube was founded to be occluded. No report of a pt injury.

Manufacturer narrative:
A visual inspection of the defect reported was perform on a picture provided by the customer. Complaint is confirmed due that we can observe that the tube is occluded by a piece of foreign material. Per DHR (device history record) review could not be conducted since the lot number was not provided. The customer complaint is confirmed based on the picture provided, however, a proper investigation cannot be performed due that the lot number involved on this complaint was not provided from the customer. Regarding this issue, as a preventive action all personnel from the production line were notified for this issue. Also all personnel from the molding process were notified in order to keep the aware of this type of issues.